Manufacturer narrative:
Unit passed displacement test , rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The test p-cap and reservoir does lock in place in the reservoir compartment. No pump error 4 noted during testing. Insulin pump error 4 followed by pump error 60 confirmed in the pump trace download, problem isolated to the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer reported that self test was passed without message in display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.